Event description:
It was reported that a user experienced hyperglycemia while using the ilet system following a supply change, with blood glucose trending from the 326 mg/dl down to 204 mg/dl and encountered an intermittent libre 3+ sensor error during a rapid glucose decline; troubleshooting and education were provided, including guidance on shower disconnection and prompt reconnection by customer care. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that sensor errors can occur during rapid glucose changes, with readings restored without hardware replacement. Symptoms included polydipsia, hot flushes and polyuria associated with high blood glucose. Outcomes included no reported injury, no medical intervention. It was concluded that the event was user-manageable, with no evidence of device malfunction of the ilet system, and that the sensor behavior was consistent with known performance during rapid glucose shifts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.